Event description:
A physician reported that during a vitrectomy procedure, the loop part of the ophthalmic flex loop came off and fell during insertion. The dislodged portion was removed from within the eye during the surgery. There was no patient harm. A second procedure was performed, and the residue was removed from the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. The shipment associated with this complaint included the loop of the instrument, in a screw container filled with a liquid. The returned loop was visually inspected with the aid of a photomicroscope using various magnification. It is not clearly visible whether the loop has broken off or whether the bonding is broken. The instrument is not included in the delivery, so no further investigations can be completed. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause cannot be determined. Since the situation that led to the issue can not be reconstructed, a root cause for the customer's reported event could not be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that the surgery was completed by replacing the product. Re-operation to remove residual material was performed one day after the event and the residual was removed without problem.